Manufacturer narrative:
Patient date of birth unavailable. Patient weight unavailable. Device lot number, expiration date unavailable. Device manufacture date unavailable because lot number unavailable.

Event description:
A lead extraction procedure commenced to re move one right ventricular (rv) lead due to the patient experiencing a recovered left ventricular ejection fraction. Prior to the procedure, a spectranetics bridge occluding balloon was prophylactically ''staged'' within the patient's inferior vena cava (ivc). In the event that an emergency occurred during the procedure, the bridge balloon could then be positioned and inflated within the superior vena cava (svc) to provide occlusion of the svc as a rescue measure. During the procedure, the physician noted a small thrombus present on the rv lead. There were clearly no adhesions to the tricuspid valve (tv) or to the superior vena cava (svc) reported. A spectranetics 14f glidelight laser sheath was used to aid in lead removal with the rv lead being successfully extracted. Use of the bridge balloon was not necessary during the lead extraction procedure. When the bridge balloon was removed from the body after the procedure, the physician noted a large thrombus on the bridge balloon. There was no reported patient harm. The manufacturer became aware of this event from a physician presentation and from subsequent conversations with the physician and manufacturer.

Manufacturer narrative:
Field safety action has been issued for this event 20 april 2020. Fields h7 and h9 now populated.